Event description:
It was reported that the customer's sensor had a missing or bent electrode. The customer's blood glucose was unknown. The customer stated that the sensor was not expired. The customer also received a lost sensor alert. The customer confirmed that the sensor appeared either bent, retracted or damaged. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.